Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(b0(4) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramps') in a 33-year-old female patient who had essure (batch no. 664666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, paratubal cyst and dysmenorrhea. Concurrent conditions included menorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), migraine ("immense migraines") and insomnia ("sleepless nights"). The patient was treated with surgery (robotic assisted total hysterectomy with bilateral salpingectomy ( tubes only) with cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, feeling abnormal, migraine and insomnia outcome was unknown. The reporter considered abdominal pain lower, feeling abnormal, insomnia and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: endometrium: proliferative endometrium. No evidence of carcinoma. Myometrium: superficial adenomyosis. Cervix: no evidence of dysplasia or carcinoma. Bilateral fallopian tubes: paratubal cysts. Lot number:664666 manufacturing date:2009-09 expiration date:2012-09 quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 18-aug-2015. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced feeling abnormal ("brain fog"), migraine ("immense migraines"), abdominal pain lower ("severe cramps") and insomnia ("sleepless nights"). The patient was treated with surgery (essure removed in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the medical device removal, feeling abnormal, migraine, abdominal pain lower and insomnia outcome was unknown. The reporter considered abdominal pain lower, feeling abnormal, insomnia, medical device removal and migraine to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: case become serious incident. New event medical device removal added. Essure implant and removal date added. Indication was added. Reporter added.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 18-aug-2015. The most recent information was received on 22-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramps') in a 33-year-old female patient who had essure (batch no. 664666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, paratubal cyst and dysmenorrhea. Concurrent conditions included menorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), migraine ("immense migraines") and insomnia ("sleepless nights"). The patient was treated with surgery (robotic assisted total hysterectomy with bilateral salpingectomy ( tubes only) with cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, feeling abnormal, migraine and insomnia outcome was unknown. The reporter considered abdominal pain lower, feeling abnormal, insomnia and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: endometrium: proliferative endometrium. No evidence of carcinoma. Myometrium: superficial adenomyosis. Cervix: no evidence of dysplasia or carcinoma. Bilateral fallopian tubes: paratubal cysts. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-jun-2020: medical record received. Event medical device removal was deleted. Event lower abdominal pain was marked as serious incident and intervention, surgery details were added. New reporter,date of birth, medical history and lab data were added. Essure removal details and surgery details were added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.